Event description:
The customer described that they heard a "pop" and the pencil cord flamed approximately 18 to 20 inches from the pencil. The cord was not clamped. The fire was put out immediately and no injuries occurred.